Event description:
The customer reported that the clear insulation was rolling up on the shaft of the device as it was being removed from the trocar. Nothing disengaged and an new device was used to complete the case. There was no pt injury. The device was returned to covidien and initial evaluation found the instrument to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has not received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.